Manufacturer narrative:
H.6. Investigation: one sealed convenience tray was received from batch #9127987. The syringes inside were visually evaluated. No damage, foreign matter or other defects were observed in the samples received. All 20 syringes were tested for leakage past stopper per procedure. All passed with no leakage observed in any of the syringes. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe luer-lok¿ tip leaked past the stopper before use. This complaint was created to capture the 3rd of 14 related incidents. The following information was provided by the initial reporter: "large number of leaking syringes leading to high reject rates in finished product. Leaking syringes identified during visual inspection of finished product." 'These lots were leaking past the stopper".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip leaked past the stopper before use. This complaint was created to capture the 3rd of 14 related incidents. The following information was provided by the initial reporter: "large number of leaking syringes leading to high reject rates in finished product. Leaking syringes identified during visual inspection of finished product." 'These lots were leaking past the stopper."